Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. A general hardware issue can be excluded. Calibration and controls were fine, therefore a reagent issue is not likely.

Event description:
The customer reported that they have been having an ongoing issue with the vancomycin assay for approximately 2 weeks. Sample results were not matching when repeated. The customer stated that multiple samples were affected, but no specific information was provided for these samples. The customer stated that they received an erroneous result for one patient sample tested for vancomycin on (B)(6) 2013. The customer states that they are now repeating all vancomycin samples and approximately 20 percent do not match upon repeat. The customer only provided details as follows for the one sample tested on (B)(6) 2013. The sample initially resulted as 40.8 ug/ml when run from a cup aliquoted from the primary tube. The customer pulled the primary tube and ran it on the same analyzer, resulting as 28.3 ug/ml. The sample was repeated a second time and resulted as 28 ug/ml. The repeat result was believed to be correct. The patient was not adversely affected by the event. The vancomycin reagent lot number is 68052801 with an expiration date of 12/31/2013. The customer was asked to look for a special wash cycle from the ck test to vancomycin. The customer stated that the wash is installed correctly, but not selected. The field service representative could not determine a cause. He checked the operation of the instrument and added an extra wash after the ck test. He performed precision studies and results meet specifications.